Event description:
The reporter claimed the animas insulin pump has a pump suspend setting issue. According to the reporter, the pump is automatically goes into the suspend mode without user intervention. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the history setting issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump was exercised for 24 hours on a 1 unit per hour basal program with no self suspending occurring during this time. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter and was accurately recorded in the pump history. There were no hypersensitive keys observed on the keypad. The complaint could not be confirmed or duplicated on investigation.